Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal device could not be deployed. A second angio-seal device was used with the same issue. There was no patient injury.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device used in the case, for the first device used see section h10 for the related report number.